Manufacturer narrative:
Lot#: this information has not been provided. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned. Manufacturing records could not be reviewed with a lot number. Manufacture date could not be determined without a lot number.

Event description:
Attorney advised a patient with previous work related injury underwent a 2nd revision procedure. X-rays taken 3 months post revision showed that a right locking cap had come off. Patient underwent another surgery for pseudoarthrosis, hardware removal and revision to unknown implants.